Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, a non-emergency treatment was completed by using another system without any delay. A philips field service engineer (fse) inspected the system onsite and analysed the system error log, which identified abnormalities related to the tube motor. Troubleshooting determined that the anode driving unit (adu) was defective. The fse replaced and returned the unit to philips for further analysis. The analysis confirmed the adu failure and identified the cause of adu failure was due to overheating as there was a short circuit when the anode starts. Following the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.